Event description:
PICC broke off when lifting the baby from mom's chest. PICC line broke at securing hub site. When nurse tried to retrieve and d/c the broken PICC, it broke again. So it broke in two places. The rest of the PICC line was retrieved in one piece. Device failed (e.g., broke; couldn't get it to work or stopped working).

Manufacturer narrative:
Results of investigation will be filed in a supplemental report once sample has been evaluated.